Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. In (B)(6) 2015, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menorrhagia ("prolonged menses"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and migraine ("migraines"). The patient was treated with surgery (removal of the essure and a left salpingectomy performed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, alopecia, vaginal discharge, migraine and procedural pain outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, alopecia, vaginal discharge, migraine and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was full occlusion of her fallopian tubes. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe menstrual pain and abnormal heavy bleeding. Almost four years after insertion, plaintiff underwent a removal of device and left salpingectomy. Dysmenorrhoea and genital haemorrhage are anticipated in the reference safety information for essure. Pelvic/ abdominal/ back pain and dysmenorrhoea and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between severe menstrual pain and abnormal heavy bleeding and suspect insert cannot be excluded. This case was regarded as incident, as surgical interventions were required. Additionally, non-serious events were reported. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: endometrium/perforation (uterus)/migration of essure device-location of device:anterior uterine cavity."), device expulsion ("migration of essure device location of device: endometrium/perforation (uterus)/migration of essure device-location of device:anterior uterine cavity."), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and genital haemorrhage ("abnormal heavy bleeding") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included pamprin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 16 days after insertion of essure, the patient experienced migraine ("migraines"), fatigue ("fatigue") and headache ("headaches"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy,surgical removal of left essure coil), surgery (pelvis surgery and hysteroscopy) and surgery (pelvis surgery and hysteroscopy). Essure was removed. At the time of the report, the uterine perforation, device expulsion, dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, alopecia, vaginal discharge, migraine, procedural pain, vaginal haemorrhage, depression, fatigue and headache had resolved and the anxiety had not resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of her fallopian tubes pelvic exam was done for dysmenorrhoea,vaginal discharge. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events added per pfs: abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, depression, fatigue,headaches, migration of essure device location of device: endometrium, pain, perforation (uterus), migration of essure device-location of device:anterior uterine cavity, abdominal pain. Date of insertion of essure updated.concomitant drug, concomitant disease, lab test added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe menstrual pain and abnormal heavy bleeding. Almost four years after insertion, plaintiff underwent a removal of device and left salpingectomy. Dysmenorrhoea and genital haemorrhage are anticipated in the reference safety information for essure. Pelvic/ abdominal/ back pain and dysmenorrhoea and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between severe menstrual pain and abnormal heavy bleeding and suspect insert cannot be excluded. This case was regarded as incident, as surgical interventions were required. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.